Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. Date of event is an approximation. On (B)(6) 2023, the patient experienced hypoglycemia due to a failure to alert low blood sugar levels. The missed alarm would have occurred between noon and 3pm. The patient was found unconscious by the mother who provided glucose gel and called an ambulance. The mother performed a fingerstick at that moment and reported the blood sugar reading would have been 0.0 mmol/l. It was confirmed that this was indeed the reading reported by the parent. There was no cgm (continuous glucose monitor) reading reported from that moment. The paramedics brought the patient to the emergency room to monitor her heart, but the patient did not receive any additional treatment for hypoglycemia. The patient recovered and was discharged after approximately 6 hours. At the time of the report, the patient was feeling tired and okay. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident and her low alert was set to 5.0 mmol/l. The urgent low alert is fixed at 3.1 mmol/l. The urgent low soon alert notifies patients when their estimated glucose values will reach 3.1 mmol/l within 20 minutes. Data review did not find that the patient's estimated glucose values exceeded the low alert threshold at any point during the alleged date of incident. However, at 12:33 am on (B)(6) 2023, the patient's egvs (estimated glucose value) dropped below the user low alert threshold and she received a low alert at partial volume with an egv of 4.9 mmol/l. At 12:38 am, the patient received a second low alert at partial volume with an egv of 4.5 mmol/l. At 12:43 am, the patient received a third low alert, this time at full volume, with an egv of 4.1 mmol/l. The patient continued to receive low alerts at full volume every five minutes until 1:13 am, at which point she received an urgent low soon alert at partial volume with an egv of 3.6 mmol/l. At 1:18 am, the patient received a second urgent low soon alert at partial volume with an egv of 3.4 mmol/l. At 1:23 am, the patient received a third urgent low soon alert, this time at full volume, with an egv of 3.3 mmol/l. The patient received another urgent low soon alert at full volume at 1:28 am and at 1:33 am, her egvs dropped below the urgent low threshold and she received an urgent low alert at partial volume with an egv of 3.0 mmol/l. At 1:38 am, the patient received a second urgent low alert at partial volume with an egv of 2.9 mmol/l. At 1:43 am, the patient received a third urgent low alert, this time at full volume, with an egv of 2.8 mmol/l. The patient continued to receive urgent low alerts at full volume every five minutes until 2:38 am, at which point her egvs rose above the urgent low alert threshold. She received audible low alerts at 2:38 am, 2:43 am, and 2:48 am, the last of which was finally acknowledged by the patient. The reported complaint was not confirmed as data investigation shows the system performed as intended and the app delivered all intended alerts including audio alerts. As the complaint could not be confirmed, the root cause of the reported event could not be determined. No additional patient or event information is available.